Event description:
Pt. Was to under go l3 through l5 laminectomy. Pt. Was placed under general anesthesia. He was turned into the prone position on the jackson frame. After being turned, the anesthesiologist was having difficulty ventilating. The tube was kinked because of the way the pt. Was laying in the head holder and his large size. The pt. Was turned into the supine position and the tube was repositioned. The pt. Was then turned into the prone position. When he was turned into the prone position the chest pillow broke. The surgeon was holding the pt. And realized that the jackson frame was broken, he informed the staff that the pt. Needed to be placed back on the bed. The surgeon prevented the pt. From falling through the bed. The procedure was aborted.